Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes patient presented to clinic with patient notifier. Capacitor maintenance was performed and charge timeout was observed. The device also made a popping sound during the capacitor maintenance. Device was explanted and replaced.

Event description:
It was reported that (B)(4) remote transmission showed extended charge time. The patient presented in-clinic after receiving long charge time alert from the device. Two capacitor maintenances were performed with one showing extended charge time. The patient will be monitored, and the device replacement will be considered accordingly.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.